Event description:
Information was received indicating that during use of the 100ml cadd medication cassette with flowstop, two pumps exhibited "no disposable" alarms. Per reporter alarm was resolved when a new cassette was placed. No adverse patient effects were reported.